Event description:
Information received indicates the head section won't go down using the CPR lever but the head section goes down using the siderail control.

Manufacturer narrative:
The technician found the CPR valve was sticking due to contamination in the hydraulic fluid. The technician replaced the CPR valve to repair the bed.